Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak could not be conclusively determined.

Event description:
During a paroxysmal atrial fibrillation procedure, air was noted at the extension port of the sheath while aspirating. Several aspirations were attempted with the syringe, however air was still present at the port. Another device was used to continue the procedure with no adverse consequences to the patient.